Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy') and abortion spontaneous ('1 miscarriage(s) sab 212016,') in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (number of pregnancies: 2), parity 2 (number of live births: 2), obesity, irregular menstruation, dysmenorrhea, gravida and miscarriage. Previously administered products included for an unreported indication: paragard, sulfa [sulfacetamide sodium] and sulfa. Past adverse reactions to the above products included rash with sulfa; and urticaria with sulfa [sulfacetamide sodium]. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), device expulsion ("coil from essure procedure has fallen out.") And pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, device expulsion and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: a preliminary- radiograph and 3 fluoroscopic images were obtained by the: radiology technologist for a , hysterosalpingogram obtained with the referring gynecologist:, these show mild distention of the endometrial cavity with radiographic contrast post bilateral tubal occlusion device placement. No definite spillage of contrast from the fallopian tubes into the peritoneum. No radiologist was present during image acquisition.. Pregnancy test urine - on an unknown date: positive. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pregnancy with contraceptive device, abortion spontaneous. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration / perforation'), pregnancy with contraceptive device ('post-implant pregnancy') and abortion spontaneous ('1 miscarriage(s) sab 212016,') in an adult female patient who had essure (batch no. C22915) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida (number of pregnancies: 2), parity 2 (number of live births: 2), obesity, irregular menstruation, dysmenorrhea, vaginal delivery and miscarriage. Previously administered products included for an unreported indication: paragard, sulfa (sulfacetamide sodium) and sulfa. Past adverse reactions to the above products included rash with sulfa; and urticaria with sulfa (sulfacetamide sodium). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), device expulsion ("coil from essure procedure has fallen out.") And pelvic pain ("pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, device expulsion and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device expulsion, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: a preliminary- radiograph and 3 fluoroscopic images were obtained by the: radiology technologist for a , hysterosalpingogram obtained with the referring gynecologist: these show mild distention of the endometrial cavity with radiographic contrast post bilateral tubal occlusion device placement. No definite spillage of contrast from the fallopian tubes into the peritoneum. No radiologist was present during image acquisition. Pregnancy test urine - on an unknown date: positive. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as pregnancy with contraceptive device, abortion spontaneous. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.